Event description:
It was reported that a patient underwent a laparoscopic lobectomy procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke. Another like device was used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: inconclusive - strong crumpled foil which shows several kinks (wrinkles) with cracks was returned for evaluation. The suture shows degradation due to exposure to moisture for some period of time by the observed damaged foil due to handling by the customer. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01757. The same patient is represented in each medwatch.